Event description:
In 2008, the pt's wife reported that the pt was having issues with his blood glucose. On the day before, the pt's blood glucose was elevated to 12 mmol/l (216 mg/dl) at 12:00pm. He bolused 3.5 units of insulin and at 5:00pm his blood glucose measured 16.7 mmol/l (301 mg/dl). The pt disconnected from his infusion tubing and performed a 2 unit bolus. He did not see insulin drip from the infusion tubing. He then changed his infusion set and bolused 6.5 units of insulin. At 8:00pm his blood glucose measured 18.5 mmol/l (333 mg/dl) and he injected 4 units of insulin via insulin pen. His blood glucose lowered to 12.4 mmol/l (223 mg/dl) at 10:00pm. At 3:00am, the pt woke up and felt light headed and his blood glucose had lowered to 2 mmol/l (36 mg/dl) and he drank orange juice, ate a glucose tablet, and ate a piece of cake and went back to bed. When he woke up his blood glucose measured 15.4 mmol/l (277 mg/dl) and he bolused 7.5 units of insulin. At lunch time, his blood glucose measured 19.5 mmol/l (351 mg/dl) and he injected 6 units of insulin via insulin pen. To troubleshoot the wife was instructed to perform a disconnected prime. Eventually insulin did drip from the infusion tubing. The wife stated that she saw small air bubbles in the insulin cartridge. The wife was instructed how to remove the air bubbles from the insulin cartridge and she was instructed to change the infusion tubing. The wife then primed the infusion tubing and the pt reconnected to his infusion site. Upon follow up on four days later, the pt's wife stated the pt had no further blood glucose concerns. The pt did not require medical assistance from a healthcare processional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.